Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's battery back-up time was too short. The generator has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product event summary: at analysis it was noted that the unit failed its incoming current drain values testing as they were too high. The display current drain was too high. It was additionally noted that the device was to be sent back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.